Event description:
It was reported that on (B)(6) 2013, the patient had a shock while sitting in a recliner that went from the right arm to the brain two to three times. This issue reportedly resolved and did not happen again. Refer to manufacturer's report # 3004209178-2013-15394 for additional patient information.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 3389s-40, lot# v985676, implanted: 2012-(B)(6), product type lead, product ID 3389s-40, lot# v985676, implanted: 2012-(B)(6), product type lead, product ID 7482a51, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type extension, product ID 37602, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type implantable neurostimulator, product ID 7482a51, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type extension. (B)(4).